Event description:
It was reported that insulin gauge on pump displayed fill estimate that was much lower than caller expected. There was no reported impact to the customer¿s blood glucose level. Customer reloaded same cartridge with assistance from technical support, declined suggested test bolus to update insulin estimate, and chose to monitor pump and follow up if needed, with no additional outcome information available.